Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) has an electrical test failure #53. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, d8, d1, g3, g4, g6, h1, h2, h3, codes (inv. Types, findings, conclusion, componemnts), h11 no UDI is provided as product was discontinued prior to gudid implementation timeline. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse replaced both assy, single transducer, block and pressure transducer, absolute. Precautionary service was initiated. Ran all the tests in accordance with the manufacturer's specifications. All tests are within range. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿assy, single transducer block and pressure transducer, absolute¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Manufacturer narrative:
The failure analysis and testing department received the following parts associated with this complaint: assy, single transducer block serial number (B)(6) and pressure transducer serial number (B)(6) . These parts were received with a reported unit failure of electrical test fails code 53. The failure analysis and testing department performed a visual inspection and found assy, single transducer block serial number (B)(6) to be in good condition. Pressure transducer serial number (B)(6) had what appears to be blood on it. This blood is representative of the unit having a blood back incident. Assy, single transducer block serial number (B)(6) was installed into the cs300 test fixture serial number (B)(6) and tested the transducer block to factory specifications per the cs300 service manual rev. W. The transducer block passed testing. Electrical test fails code 53 was not observed. Pressure transducer serial number (B)(6) was not tested due to the blood observed on the transducer. However, probable cause of the failure was the blood that entered the transducer. This would cause the electrical test fails code 53. Retaining the parts in the fat dept. Per procedure rev. As.